Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and morphine (unknown concentration and dose) via an implantable pump. The pump¿s indication for use (IFU) was noted as spinal pain. The patient reported "my pain pump keeps stalling out." He stated that the first time was about 15 days before the report, the healthcare professional (hcp) restarted it during the previous week, and then it stalled out again; the patient stated that he was pretty sure it stalled out again. He stated that he was going to see the hcp on (B)(6) 2016 to restart it again. He reported that the hcp said if it does it again, he'll have to replace the pump. He asked if he's going to have to do this every few years and asked about how often it happens. The patient commented about his pump being just outside the 2 year mark. When the manufacturer¿s patient support (ps) specialist asked whether the patient was around any source of electromagnetic interference (emi) or strong magnets, the patient stated that he had an MRI about 6 months previously. No symptoms were reported. The event date is an approximate date. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative. The pump logs showed the motor had stalled on (B)(6) 2016 and a tube set message occurred on (B)(6) 2016.

Manufacturer narrative:
The previous report (follow-up #1) indicated 2016/06/20 in error, the correct date of the report was actually 2016-07-13.

Manufacturer narrative:
The type of reportable event was updated from previously being malfunction to now a serious injury. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump status and/or event log report indicated a motor stall occurred upon initial interrogation. The pump had been stalled since (B)(6) 2016. The patient did not have magnetic resonance imaging (MRI) performed recently. The patient experienced withdrawal symptoms. The pump had been programmed to a minimum rate mode. The pump currently administered both dilaudid with concentration 3 mg/ml and morphine with concentration 25 mg/ml at a minimum rate. As per the manufacturer's device registry, the pump was replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump revealed corrosion present in the gear train. The stall was due to the shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.